Event description:
Caller reported reported occlusion alarms. The customer's blood glucose level was displayed as "high", though the specific value was unknown. To address the high blood glucose, the customer administered a manual dose injection. The customer changed the infusion set and cartridge and resumed insulin delivery.